Event description:
It was reported that the patient was hospitalized for tachyarrhythmia and signs of a thrombus on the electrode in the right atrium and pulmonary hypertension. Change in medication was prescribed. The issue resolved and the patient condition before and after the event was fine.